Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead exhibited a non specific product performance anomaly. It was decided to perform a revision procedure in which the physician reported experiencing difficulty explanting this lead. The lead was successfully explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned.